Event description:
It was reported that occlusion alarms occurred. Customer resumed insulin therapy on the pump and has manual insulin injections if needed. Customer¿s blood glucose (bg) level was 168 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.